Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose was unknown mg/dl. Customer stated a temp basal ws not programmed before the alarm occurred. The customer stated that the alarm occurred shortly after inserting a new battery. The customer was advised that pump experienced an unexpected restart. The customer was advised to monitor pump.